Manufacturer narrative:
Qn# (B)(4). The device involved was not received for evaluation by the manufacturer at the time of this report. A record assessment (fmea) was conducted and no update is required. It is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. Customer complaint cannot be confirmed. Root cause is unknown. Corrective actions cannot be established at this time. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges that during setup of the device prior to use on a patient, the device would not heat up. It was reported there was no patient injury or consequence.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint alleges that during setup of the device prior to use on a patient, the device would not heat up. It was reported there was no patient injury or consequence.